Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported patient blood glucose results of 19.5 mmol/l at 9:15 on inform system (B)(4), 14.1 mmol/l at 9:23 on inform system (B)(4), lab result of 5.9 mmol/l at 9:30. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.